Event description:
Complainant alleged that they were treating a patient (age unknown) with an arctic blanket to bring their body temperature down and the patient coded. The clinicians placed electrodes on the patient and the device would not discharge. The clinicians switched to paddles and the device did not discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.